Manufacturer narrative:
The proximal lad target lesion was reported to be: de novo, 3.0 mm vessel diameter, 25 mm length, severe/heavily calcified, not tortuous, and type c. The lesion was pre-dilated with a 3.0 x 12 mm balloon catheter at 8 atms. A cypher 2.75 x 33 mm stent was implanted at 12 atms. The stent was not post-dilated. The flow pre and post-procedure was timi 3. The mid lad target lesion was reported to be: de novo, 2.5 mm vessel diameter, severe/heavily calcified, not tortuous, and type c. The lesion was pre-dilated with a 3.0 x 12 mm balloon catheter at 14 atms. A cypher 2.5 x 28 mm stent was implanted at 14 atms. The stent was not post-dilated. The flow pre and post-procedure was timi 3. The product was not returned for inspection. The report received from the (B) (6) study indicated that the patient experienced hypotension and a non-q wave myocardial infarction following the implantation of two cypher stents. The indication for the index procedure was an acute coronary syndrome. Pci was performed to treat three lesions in the left anterior descending (lad). The lesions were described as type c and severely calcified. The patient received a 2.75 x 33 mm cypher in the proximal lad and a 2.5 x 28 mm cypher in the mid lad. The stents were not overlapping. The distal lad target lesion was treated via balloon angioplasty only (poba). Past medical history that may have increased this patient's risk for mace includes: angina, family history of cad, hyperlipidemia, hypertension, diabetes mellitus, smoking, benign prostatic hypertrophy, gastroesophageal reflux, erectile dysfunction, depression and edema. Post-procedure, the patient experienced a non-q-wave myocardial infarction (mi) that was: not treated and was not related to the study devices, probably related to the procedure, severity mild/none, and resolved without sequelae. The patient also experienced hypotension post-procedure that was: severity/severe, probably related to the study procedure, not related to the study devices/drug, not a serious adverse event, was treated via administration of IV fluids and neosynephrine, and resolved without sequelae. The products remain implanted in the patient and are not available for inspection. (B) (4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15048924 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypotension is a known potential risk associated with coronary artery stenting. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain. EKG changes and/or increase in cardiac enzymes leading to myocardial infarction diagnosis. Based on the information available, there are possible vessel/lesion characteristics (type c, severe calcification) and inherent procedural risk factors that may have contributed to these events. This is one of two products used during the same procedure. Please reference MFR report #3003742446-2010-00052. Please note that this is the initial/final report for this product.

Event description:
The report received from the (B) (6) study indicated that the patient was enrolled in the study and was noted to have two-vessel disease and had three lesions treated during the study index procedure. The patient's left ventricular ejection fraction was greater than fifty percent (lvef>50%). The distal left anterior descending (lad) target lesion (tl) was treated via balloon angioplasty only (poba). The patient had two cypher stents implanted during the procedure: a 2.75 x 33 mm stent in the proximal lad, and a 2.5 x 28 mm stent in the mid lad. There were no reported device malfunctions or adverse events (aes) during the procedure. Post-procedure, the patient experienced a non-q-wave myocardial infarction (mi) that was: not treated and was not related to the study devices, probably related to the procedure, severity mild/none, and resolved without sequelae. The patient also experienced hypotension post-procedure that was: severity/severe, probably related to the study procedure, not related to the study devices/drug, not a serious adverse event, was treated via administration of IV fluids and neosynephrine, and resolved without sequelae. The day after the procedure, the patient was reported to have experienced hematuria/bleeding. The event was reported to be: unrelated to the study devices/procedure, possibly related to the study drug, not a serious adverse event, was treated via transfusion, severity/severe, and outcome of ongoing/improved. Two days after the procedure, the patient had an adverse event reported of decreased platelets. The event was reported to be: severity/moderate, not related to the study devices/drug, possibly related to the study procedure, medically managed, and was resolved without sequelae.